Event description:
Additional information was received from the hcp who reported the patient's weight and stated that the cause of the issue was an un specified catheter malfunction so the catheter was replaced and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the hcp decided to replace the patient's catheter. It was reported that the explanted catheter would be returned for analysis. The pump was filled with saline and was programmed to minimum rate mode. It was stated that they were going to wait to see hoe the patient responded to the dorsal rhizotomy before restarting therapy. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-june-05, information was received from a healthcare professional (hcp), regarding a patient receiving baclofen (2,000 mcg/ml, 96 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an elective dorsal rhizotomy scheduled for (B)(6) 2020 and the patient's targeted drug delivery (tdd) system needed to be running preservative-free normal saline (pfns) for two days prior to the surgery. The hcp stated that they put pfns in the pump on (B)(6) 2020, programmed the pump to minimum rate, and thought that the system would run pfns by (B)(6) 2020. They discovered the system would not be running pfns by (B)(6) 2020 and decided they would have to do a total system content removal procedure today to clear the baclofen out of the catheter and internal pump tubing. The hcp stated that they went to do the total system content removal procedure and they were not able to aspirate from the catheter access port (cap) today. They stopped the total system content removal procedure, and now wanted to clear the system using a bolus. They want pfns to be infusing by (B)(6) 2020 and were calling for instructions on how to program an advance prime. Calculations were reviewed. The hcp completed the programming and stated they believe the new catheter was not functioning and they believe it has not been working since the patient had their total system replacement on (B)(6) 2020.